Manufacturer narrative:
Once the device is received, an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the unit got too warm and a system hot error message displayed on the unit. The unit burned on the patient's stomach, the cannula came off the unit when they took out the battery, and the customer cut their chin. It was reported that the customer did not go to the hospital for these injuries. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.